Event description:
Baxter notified nipro of the five pt reaction cases. The pt was dialyzed on a gambro phoenix hemodialysis machine with a dicea 170 dialyzer. The pt started to use this type of membrane (dialyzer) in 2008. On the event date, the following month, the dialyzer was new (first use). The pt had diaphoresis. Facial edema and paresthesis in the face. This occurred within the first five minutes of the treatment. The pt was treated with hydrocortisone. Dosage unk. The problem resolved completely (recovery time is unk). The pt continued hemodialysis with the same dialyzer. Before blood is returned to the pt, the pt received 5000 units/ml of heparin. No further details were provided.

Manufacturer narrative:
Sample is not available for evaluation per the local complaint coordinator. The results of manufacturing records, process inspection records, and release inspection records of the lot number concerned found no defects.